Event description:
Reportedly, the device reached a charge ready state, but would not discharge energy to a pt when the standarad paddles transfer switches were pressed. A therapy cable which was stored with the device on the crash cart was connected to the device and successfully used to administer defibrillator therapy to the pt. Pt outcome was not reported, but facility biomedical dept staff indicated pt outcome was not affected by the reported discrepancy, due to ready use of the therapy cable.